Event description:
During an angioplasty procedure of the right common iliac artery, this balloon ruptured at 9 atmospheres with the use of an indeflator. The patient was a male. The vessel was described as severely calcified and moderately tortuous. The rate of stenosis is unknown. The product was properly inspected and prepped prior to use. The physician used an ipsilateral approach to access the patient. There was no difficulty accessing the lesion with a guidewire. The physician advanced the balloon to the lesion without difficulty. After the balloon ruptured, the balloon was safely removed from the patient, and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.